Event description:
It was reported that the right ventricular lead had t-wave oversensing at 0.45mv and was undersensing r-waves at 0.6mv. It was also reported that the lead had high pacing threshold. The lead remains in use as only the pace sense portion of the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the device was analyzed, and revealed that there were no anomalies found.